Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and customer follow-up (b5, d10). The subject device was returned for evaluation and olympus was not able to replicate the issue. No reportable malfunctions were found during device evaluation. A technical defect was noted of a noisy image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed there was no abnormality during the pre-operative inspection.

Manufacturer narrative:
E1: (B)(6) hospital. The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus an e226 error occurred while using the 4k camera head during the procedure. The issue was observed when turning on/off the power of otv, but the same phenomenon occurred twice, and image noise also occurred. The procedure was completed with the same device. After the procedure, when the connection was made again, the image noise occurred again. There were no reports of patient harm or impact associated with this event.